Event description:
It was reported that a device was used during an unk procedufe. It was reported that the hand piece would not work during the case. The case was completed with another hp052. There was no pt consequence.